Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found large air bubbles in the reservoir compartment of their insulin pump. The patient's blood glucose level was at 97 mg/dl. The customer was advised to remove the reservoir and change the infusion set but the customer declined to do so. The customer was assisted with the issue and was assisted with pushing the air bubbles out of the reservoir. The customer was advised to send the reservoir back for analysis, but they declined to do so. No further information was provided.